Manufacturer narrative:
This device is not available for return as it was discarded. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for pvl of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. In this case, it was noted in the patient records that the cor-knot knot tying device was used for the previous aortic valve replacement and that half of the suture tied were loose. This may have contributed to the perivalvular aortic insufficiency. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted two (2) months, twenty one (21) days, was explanted due to moderate perivalvular aortic insufficiency and significant left ventricular outflow tract obstruction. The explanted device was replaced with a 25mm bioprosthetic aortic valve. It was noted in the operative report that the cor-knot knot tying device was used for the previous aortic valve replacement and that half of the sutures tied were loose. The valve was extracted and all the pledgets were removed. The annulus was debrided of some additional calcium. The new valve was implanted and the echo showed no resting or provocable outflow tract obstruction. Patient was transported to the intensive care unit in stable condition and was discharged on pod 11.